Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving an alert and having a short episode of racing heart beat. Patient experienced chest heaviness with no pain. X-ray was performed and revealed lead dislodgement. Lead was explanted and replaced. Patient condition was good after the event.